Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. ¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00923 / 00925).

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2010, due to metallosis, pseudotumor and pain. The acetabular cup, modular head and taper insert were removed and replaced.